Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine generator change. Upon interrogation, the pulse generator exhibited premature battery depletion. On (B)(6) 2016, the device was explanted and replaced. No further information was available.

Event description:
New information on (B)(6) 2016 stated that the patient was and experienced no adverse consequences.